Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that a coil stuck in the microcatheter following the detachment. The delivery wire had separated from the coil. The wire was removed from the patient and then reinserted into the microcatheter again with the aim to dislodge the coil from the catheter. The coil was not able to be pushed into the aneurysm; so it was completely removed along with the microcatheter as one unit with no clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available, the exact cause for the reported issue cannot be determined.

Event description:
It was reported that a coil stuck in the microcatheter following the detachment. The delivery wire had separated from the coil. The wire was removed from the patient and then reinserted into the microcatheter again with the aim to dislodge the coil from the catheter. The coil was not able to be pushed into the aneurysm; so it was completely removed along with the microcatheter as one unit with no clinical consequence to the patient.